Manufacturer narrative:
The account found a loose handle confection on the inteillidrive handle. The right push handle connector was not seated all the way on the junction board. The account reseated the intellidrive right push handle to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right push handle of the intellidrive when pulled back it the intellidrive would go forward. The bed is located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).